Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints reported for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens implant procedure, lens was defective and did not open. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The lens was present in the device and was not implanted. Plunger underride was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is in the lens bay and is crushed. We are unable to determine the root cause for the reported complaint "lend did not open". The lens is not implanted. Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).